Event description:
It was reported that the duragaurd has a bent foot. It was found during service at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker service technician through visual inspection. Based on the risk documentation a bent duraguard can occur if excessive side load is applied to the feature. Device is placed in parts retention.